Manufacturer narrative:
Block h6: imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf device code a1406 captures the reportable event of balloon hyperinflation. Imdrf device code f2203 captures the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon was used during an implant procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient presented with intense abdominal pain and vomiting. Balloon hyperinflation was confirmed via imaging and the balloon was explanted. The patient's condition at the conclusion of the procedure was reported to be fully recovered. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon was used during an implant procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient presented with intense abdominal pain and vomiting. Balloon hyperinflation was confirmed via imaging and the balloon was explanted. The patient's condition at the conclusion of the procedure was reported to be fully recovered. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline

Manufacturer narrative:
Block h6: imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf device code a1406 captures the reportable event of balloon hyperinflation. Imdrf device code f2203 captures the reportable event of imaging required. Device evaluation the bib intragastric balloon was returned deflated with evidence of deflation using surgical instruments and it was observed to be colored blue. The filling tube was not returned as it was detached and is not considered a failure because it is expected from the balloon placement process. The reported event was confirmed. Customer provided photos shows inflation of the balloon and a line that indicates the present of air in the balloon. A labeling review was performed and the IFU confirmed that the following adverse events are anticipated in the IFU: pain, abdominal, vomiting and balloon spontaneous inflation. Additionally, the labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon was used during an implant procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient presented with intense abdominal pain and vomiting. Balloon hyperinflation was confirmed via imaging and the balloon was explanted. The patient's condition at the conclusion of the procedure was reported to be fully recovered. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf device code a1406 captures the reportable event of balloon hyperinflation. Imdrf device code f2203 captures the reportable event of imaging required. Additional information: investigation summary: the orbera bib intragastric balloon was not returned for analysis. Customer provided photos shows inflation of the balloon and a line that indicates the present of air in the balloon. A labeling review was performed and the instructions for use (IFU) confirmed that the following adverse events are anticipated in the IFU: pain, abdominal, vomiting and balloon spontaneous inflation. A risk review was completed and confirmed that the event of "balloon spontaneous inflation, vomiting, pain, abdominal, endoscopic procedure, imaging required and user error" were defined in the risk documentation and is documented accordingly. Investigation conclusion: the report of the balloon spontaneous inflation was confirmed from customer provided photos. The events of pain, abdominal, vomiting and balloon spontaneous inflation are known and documented in the labeling. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device."